Manufacturer narrative:
Continued h6 -- health effect - impact code: f2203. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Creases/folding of implant: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side signs of capsular contracture, baker grade unknown, "folds and retractions." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side signs of capsular contracture, baker grade unknown, "folds and retractions." The device remains implanted.

Event description:
The device has been explanted.